Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported the bipolar and monopolar energy was not working. Intuitive surgical inc.(isi) technical service engineer (tse) identified multiple c-83 and 4-02 iesu errors. Tse had the site power cycle the integrated electrosurgical unit (iesu) with no change. Tse then had the site reseat the power cord and ensure it was plugged in to its own dedicated outlet with no change. The site then un-docked the system from the patient and performed a hard power cycle on the vision side cart (vsc) cycling the circuit breaker. Upon powering the system back on the reported problem was still present. The site stated they do not have a backup generator or another vsc. The site stated they are converting to the case to a laparoscopic procedure. The procedure was converted to laparoscopic procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system was run in normal mode and was able to reproduce the errors. The complaint regarding energy issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.